Manufacturer narrative:
(B)(4). Evaluation summary: the sample was received for evaluation. A visual inspection and underwater leak test were performed. No leaks, malfunctions or abnormalities were identified during the evaluation of the device. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a nutriflow empty bag leaked during infusion. There was no report of patient injury, medical intervention or adverse event associated with this event. No additional information is available.